Event description:
During removal by surgeon for old left breast implant, it was noted to be damaged/leaking. It was not something that occurred in the explant process. It had occurred prior to the procedure date. The implant was saved and will be sent back to company.